Manufacturer narrative:
The permanent cautery hook has not been received for failure analysis. A review of the provided video of the instrument appears that the distal clevis of the instrument has broken into multiple pieces, and clevis ears look broken. The conductor caps appear to have separated from the instrument as well.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon was using the permanent cautery hook instrument, and the plastic around the tip broke off inside the patient while dissecting. Additional time was needed to retrieve all the pieces robotically with a laparoscopic wolf grasper. Another permanent cautery hook was then used, and the procedure was completed robotically.

Manufacturer narrative:
Failure analysis (fa) was completed on the permanent cautery hook and replicated/confirmed the customer reported complaint. The permanent cautery hook was found to have a broken monopolar yaw pulley at the posts. The broken piece(s) are missing as a result of breakage and is approximately 6.97mm and 3.75mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.